Event description:
The uretero-reno fiberscope was returned to the service center with a report of a malfunction involving a loss of visibility. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image guide bundle had foreign objects was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the image guide bundle had foreign objects could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.